Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure after the catheter and sheath were removed together, a strange white substance was observed on the catheter lattice; the material was reported to have originated from the left atrium. The substance remained despite compression of the lattice and constant flow, and some of the substance appeared to disintegrate over time. The outcome of this case is unknown. No patient complications have been reported as a result of this event.